Event description:
It was reported that there was a volume discrepancy where the expected volume was 5 ml but the actual volume was 20 ml. The cause of the discrepancy was unknown; the patient was sent out with an order for x-rays and follow up would be done afterwards. The patient was administered medicine ¿prn¿ (pro re nata/as needed) and took oral medications as well. The patient was alive with no injury but it was noted that the patient was in pain (4 on a scale 0-10). The pump was used to infuse morphine. No interventions or outcomes were reported, though it was stated that the file would be updated it a dye study was planned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731,serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).